Event description:
It was reported that the pump usb port was damaged, affecting the ability to charge the pump. There was no adverse impact on the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.